Event description:
It was reported that the insulin pump was not functioning. It was also reported that the device was exposed to water and the customer accidentally was soaked while wearing the insulin pump. It was stated that the device alarmed followed by a beep and then the insulin pump shut off completely. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic and motor assembly. Further testing was not performed due to the blank display.